Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850 respiratory humidifier was displaying erratic temperature readings, and at one point, it reached 47.4°c with a gas flow of 6lpm. A bc2425 neonatal oxygen therapy nasal cannula appeared to be flexing back in the patient's nose, causing blockage to the gas flow. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850 respiratory humidifier was displaying erratic temperature readings and at one point it reached 47.4 degrees c with a gas flow of 6lpm. A bc2425 neonatal oxygen therapy nasal cannula appeared to be flexing back in the patient's nose, causing blockage to the gas flow. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr850 humidifier conforms to iso (B)(4). The mr850 has numerous safety features which prevent high temperature being delivered to the patient. These are outlined in the mr850 product technical manual. (B)(4) neonatal oxygen therapy nasal cannula. The bc2425-20 oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. Obviously the size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing leading to the prongs to be anchored in some way, usually using specially designed tapes which adhere the tubing to the face. Even when best practice is employed, skin damage is a common side effect of such treatment. There is also a low risk of the gas flow being occluded if the prongs are not positioned correctly. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliant as possible to assist with positioning. The hospital reported that the mr850 respiratory humidifier was displaying erratic temperature readings and at one point it reached 47.4 degrees c with a gas flow of 6lpm. No patient consequence was reported as a result of the reported incident. The complaint device was not returned for investigation. Without the complaint device we are unable to determine the exact cause of the reported issue. The mr850 has numerous safety features which prevent high temperature being delivered to the patient. These are outlined in the mr850 product technical manual. Two complaint bc2425 cannulas were returned to fph (B)(4) for investigation. The nasal prongs of the bc2425 were visually inspected for the reported occlusion. Results: our investigation revealed that there was no occlusion in the prongs. The occlusion as reported was most likely due to the nasal prongs flexing against the patient's nose, causing the reported blockage of the gas flow to the patient. A lot check revealed one other complaint of this nature for lot number 090516. Conclusion: the reported fault was most likely due to the position of the cannula tubing on the patient's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for occlusion, skin irritation or septal injury. The device user instructions state the following: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Place hand close to the nasal prongs to ensure that there is airflow exiting the prongs. Our monitoring and trending of events related to rolling of nasal prongs in bc cannulas shows that (B)(4).

Manufacturer narrative:
(B)(4). The bc2425 neonatal oxygen therapy nasal cannula is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.